Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that four days after having the implant placed, the patient noticed discharge and pus-like drainage and blood coming out of the wound, and later discovered they contracted a mrsa infection. The patient believed this was due to an unsanitary operating room. The facility was under construction and the patient noticed construction equipment throughout the halls, around the walls of the surgery room and inside the operating room, including blood pressure equipment, and believed this contributed to their infection. The patient went to the doctor¿s office (B)(6) later and had the implant removed. It was noted pus was still coming out of the wound and the patient relied on a friend to change it for them. No further complications were reported/anticipated.